Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1. On (B)(6) 2019 the patient was found unresponsive in the living room. The patient was said to have had a massive heart attack and was unable to be resuscitated. The patient expired. The death certificate lists the primary cause of death as congestive heart failure, chronic obstructive pulmonary disease and hypertension. The secondary cause of death is listed as cardiovascular disease. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. There was no reported device malfunction associated with the clip delivery system. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additional information was received that in the opinion of the physician, the adverse event that ended with the patient's death is not related to the mitraclip device and procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Patient codes 2206, 1969, 1908, and 1762 were removed and replaced with patient code 2199.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1. On (B)(6) 2019 the patient was found unresponsive in the living room. The patient was said to have had a massive heart attack and was unable to be resuscitated. The patient expired. The death certificate lists the primary cause of death as congestive heart failure, chronic obstructive pulmonary disease and hypertension. The secondary cause of death is listed as cardiovascular disease. Subsequent to the previously filed report, additional information was received that in the opinion of the physician, the adverse event that ended with the patient's death is not related to the mitraclip device and procedure. With this physician opinion, this would not be a reportable event, but since the initial MDR has already been filed, this must remain reportable. No additional information was provided.